Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 3.1 c1 pocket had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d2b a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 pocket c1 failed to open. A field service engineer reported no issues, verified that the pocket functioned correctly by opening and closing as intended and conducted tests in inventory alongside the pharmacy successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 3.1 c1 pocket had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.